Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.

Event description:
The affiliate reported: the day (B)(6), the patient was placed a eds3 normally without anomalies, the sixth day the patient had the implant, the (B)(6) in the afternoon, he was informed the specialist that something was malfunctioning catheter; so the neurosurgeon reviewed the implant and made several routine tests, noting that at the site is the three-way tap was leaking fluid. He proceeded to remove the material, and give you another procedure scheduled for the next day. In the evening hours of the same day, the patient died. (During use on patient) sample discarded. Action user took to mitigate/ resolve problem during procedure: immediate removal of material. The affiliate was asked to confirm whether the surgeon felt the device caused or contributed to the patients death. If and when the response is received, the information will be filed in a follow up report.